Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer reported that they have a backup plan available. Customer was admitted to the hospital. The customer was given a shot of insulin and got a insulin drip. The customer was in the intensive care unit for 3 days. The customer was not able to complete the troubleshooting because he doesn't have the set, the tubing clamp. The customer was advised to call when tubing clamp receive to finish the troubleshoot on the pump.